Manufacturer narrative:
Batch review performed on 08-08-2025. Lot 181588: (B)(4) items manufactured and released on 06-06-2018 expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: gmk-hinge 02.09.2604l gmk-hinge femoral component l - size 4 lot 2105184: (B)(4) items manufactured and released on 19-jun-2021 expiration date: 2026-aug-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.4004l fixed tibial tray size 4 l lot 1910587: (B)(4) items manufactured and released on 12-feb-2020 expiration date: 2025-feb-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 years and 4 months the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.